Event description:
The physician was preparing for a glue embolization of a cerebral avm. Prior tousing the subject catheter, the physician flushed it as recommended on the labeling. Since a leak in the catheter's shaft was detected, the device was not used inside the pt.